Manufacturer narrative:
Failure analysis noted that all operating currents were within specifications. The pump passed the unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor alarm test, and excessive no delivery alarm test. There was no blank display, unexpected restart alarm or constant tone noted during testing. The pump functioned properly; however, corroded motor assembly. The pump had scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 49 mg/dl at the time of incident. The customer stated that the pump alarmed unexpected restart and had a blank display. The customer treated with food and juice. He stated that the pump was exposed to sweat when he exercised. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.